Event description:
On 5/19/2022, it was reported by a sales representative via sems that thee ar-8737-38 driver shaft broke. While implanting the 3.5mm headless compression screw, it was difficult to advance it into the far cortex of the metatarsal. Surgeon attempted to drive the screw into the desire position when it bent and then broke. This was discovered during an osteotomy fixation of the first metatarsal on (B)(6) 2022. Additional information received on (B)(6) 2022: three drivers broke consecutively inside the patient and all fragments were retrieved. The case was completed by muscling the screw down with the three drivers and when it wouldn¿t drive down any further and the screw was sitting proud, the surgeon burred off the medial portion of the screw to make it as flush to bone as possible. The driver handle ar-8950rh, from the compression ft set, was used to complete case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.